Event description:
It was reported that the programmer screen went blank/black while running a sensing test. Following that, an error screen appeared. Another programmer was used to complete the test. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event, however the programmer error logs indicate what the customer experienced. Analysis also found the programmer failed lem (link electronic module) pcb (printed circuit board) assembly calibration; lem pcb assembly found out of electrical specification. Left keyboard hinge is broken, keyboard is damaged (pulling apart), and keyboard slide cover is missing. Concomitant product: 229047 analyzer. (B)(4).